Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2020. The device evaluation was completed on (B)(6)2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Confirmed when the catheter was removed from the target product and confirmed after a while. The doctor's view is that the durability of the hemostatic valve may have deteriorated by inserting and removing the catheter several times because it was not confirmed during the procedure. Although it was back blood, it was not a situation that required special treatment, and the target product was pulled out and hemostasis treatment was performed as usual. The procedure was completed without patient's consequence. Device was inspected and it was found in good condition. Hemostatic valve was observed in good conditions. Then, an irrigation test was performed and no leakage or irrigation issues were observed. A device history record was performed and no internal actions related to the reported complaint were identified. Customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Confirmed when the catheter was removed from the target product and confirmed after a while. The doctor's view is that the durability of the hemostatic valve may have deteriorated by inserting and removing the catheter several times because it was not confirmed during the procedure. Although it was back blood, it was not a situation that required special treatment, and the target product was pulled out and hemostasis treatment was performed as usual. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a hemostatic valve separation issue.